Event description:
According to the reporter: post operative staple line leak and infection were noted. Covidien has requested further patient and incident details from the reporter. To date, no further information has been received. Procedure: tah.